Manufacturer narrative:
H3/h6: the enclosure charger (lot number: c020421041 rev. 8) passed visual inspection and was installed in a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging were successful. Dash software confirm charger card 13 failed. There was an individual battery failure. X-ray was disabled after a spin. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name ; product ID bi71000175r (lot: -); product type: h3: analysis of the (serial #: (B)(6) ) found a new charger enclosure was needed. Codes b01, c02, d02 are applicable. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after the initial start-up of the system, the pendant was blank. The medtronic representative (rep) attempted multiple restarts with and without the umbilical cord plug in and with the image acquisition system (ias) and mobile view station (mvs) started up together and separately. While on call with technical services (ts), the rep removed and reinserted the key on the ias and the screen displayed but then got an error that the radiation was disabled. Ts verified the e-stop was not engaged and needed to be reset. No patient was present.